Manufacturer narrative:
It was inadvertently reported in the initial medwatch that the attachment device "loopt warm". Upon complaint review, it was determined that this was not translated properly in english. The correct translation was that the device was getting warm. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged components and that the front bearings of the nose were broken. It was also observed that the device failed pretest for vibration, cutter insertion, temperature assessment and nose tube assembly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device "loopt warm". It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.